Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No button error alarm or unexpected vibrator noted during our testing. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The customer's blood glucose was 68 mg/dl and he treated by eating and drinking. It was advised to revert to a back-up treatment plan. Nothing further was reported.